Manufacturer narrative:
¿H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.¿ the manufacturer internal reference number is: (B)(4).

Event description:
An initial medical record was received states that, consumer sought an urgent eye evaluation test after presenting to the clinic with a major complaint of a current illness that included a foreign body sensation (fbs), scratchy, pain, and irritation on the temporal area of the left eye (os) for three weeks. The patient received five days of unspecified antibiotic eye drops treatment in the emergency room. After two weeks, the customer experienced irritation once more; as a result, they repeated their antibiotic eye drop therapy, which they continued for five days before stopping on (B)(6) 2023. Additionally, customer also reported no alterations in vision in both eyes (ou). The cornea was examined on (B)(6) 2023 for os, which was diagnosed as superficial punctate keratitis (spk) gr 1 pluse diffuse, more than a stain on the temporal conjunctiva. Early hordeolum and subsequent irritations are likely. On the same day, a lab test was conducted, which revealed an impression on os spk. Consumer has good/acceptable contact lens comfort, vision, and eye health on both sides. Vitreous floaters, myopia, and presbyopia are all bilateral. On (B)(6) 2023, after using contact lenses again, the consumer discovered that many of the contact lenses in this package were misshapen and appeared to be wrong. For nine days, the consumer was given one drop of tobramycin twice a day in the left eye. On the same day, the consumer was diagnosed with recurrent corneal erosion and other vitreous opacities, and the consumer was also treated with sodium chloride hypertonicity ophthalmic solution at night, with the option of using hydroxypropyl methylcellulose in the left eye. On (B)(6) 2023, the consumer's left eye was treated with preservative-free artificial tears and warns compresses multiple times a day, as directed, and tobramycin one drop twice a day for five days. Monitor the condition at the recommended intervals. The consumer's eye was resolved at the time of this report, and additional information was requested but not yet received

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).